Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the last basal delivery was recorded on (B)(6) 2014, 12:57pm and the last bolus delivery was recorded on (B)(6) 2014, 6:38am. The total daily doses added up and were equal to the basal target. The time was manually changed after a reset on (B)(6) 2014 from 9:03am to 7:35am. The boluses were correctly delivered and recorded in the bolus history. The keypad was undamaged and responsive. The pump reflected 24 units delivered after a 24 hour 1u/hr duration test. The pump performed within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that for a couple of months, the bolus history had not been recording boluses correctly. The reporter stated that the history for the past week recorded only 1 bolus a day and reportedly, more than 1 bolus a day had been given. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.